Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was seen. On (B) (6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.93v.

Event description:
It was reported the device battery voltage while in the office measured 2.54 volts and the save-to-disk data showed a measurement of 2.92 to 2.97 volts. The device remains in use. No patient complications were reported as a result of this event.